Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip, missing end cap sticker and torn keypad overlay.

Event description:
The customer reported via phone call that the lip of the reservoir compartment broke off. The customer also reported that the reservoir compartment was chipped and had cracks. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.